Manufacturer narrative:
This report is being submitted as a manufacturer report with sections g and h filled out due to system limitations. The information in these two sections reflect what should be reported in section f. This is an importer report for confluent and will follow the regulations for subsequent regulatory submissions.

Event description:
As reported, after puncturing, the end tip of the 150cm aquatrack hydrophilic guidewire broke off into two pieces in the right iliac vein during the exchange of the guidewire and was removed by incision of the vessel. The product was stored and handled according to the instructions for use (IFU). It is unknown if the wire was removed from the dispenser by the distal floppy end. The wire was not kinked or damaged in any way prior to insertion into the patient. It is not known if the wire was re-shaped by the user. The wire was not used for treatment of another lesion prior to the event. The intended procedure was reported as positioning from the right femoral vein to place a stent in the left iliac vein. The target lesion was the left iliac vein. The lesion calcification and percentage stenosis are unknown. There was moderate vessel tortuosity. It is unknown if a ¿drilling¿ or ¿jack-hammer¿ technique was used to recanalize the vessel. There was difficulty tracking the wire through the vessel or lesion. The wire behaved ¿normally¿ (the torque response was good). There was no resistance/friction between the wire and other devices. The status of the patient was reported as "normal". The event caused a relevant clinically increase in the duration of the procedure. The event caused a condition that required hospitalization or significant prolongation of existing hospitalization. The device is expected to be returned for evaluation.